Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/29/2020. Corrected information: b1, h1: it was reported that this device is not malfunction reportable. Therefore, this medwatch report is not reportable. Additional information was requested and the following was obtained: 1) the surgery was not delayed, since they identified the problem before starting to suture the patient and quickly replaced it with another suture. 2) yes, the needle was recovered. 3) there was no need to take x-rays since the problem was identified in time. 4) the patient had no consequences.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot al1666, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the surgery delayed due to the issue? Was the needle piece removed from the patient during the same procedure? Were x-rays taken to locate the needle? Was there any patient consequence or injury? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a nasal tumor procedure on (B)(6) 2019; and a suture was used. During the procedure, the suture pulled off from the needle during skin closure. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.